Manufacturer narrative:
The device was not returned to mmdg for investigation. Based on the information provided by the initial reporter, the pump appears to be infusing at a rate that mmdg would consider reportable. This report will be updated if any new information is made available.

Event description:
The initial reporter stated that the patient had a 48 hour infusion that infused in 16 hours. The initial reporter did not provide any additional information about the complaint. [(B)(4)].